Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.5/+6.0/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. Lens remains implanted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.5/+6.0/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting without rotation. On (B)(6) 2022 the lens was replaced with a longer length lens. This resolved the problem. Claim# (B)(6).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced low vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).